Event description:
Device 1 of 2. Reference MFR report #: 1627487-2013-11255. It was reported stimulation became non-beneficial after the pt had fallen numerous times. Reprogramming to address the issue was unsuccessful and caused unpleasant stimulation. It was also reported, the pt's ipg is assumed to be inoperable due to the pt not recharging the device as recommended. The pt will undergo x-rays and a f/u appointment.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.